Event description:
Alleged event: healthcare professional reported right side "rupture" of a non-abbvie device. The device remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).